Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10 updated. H3, h6: visual inspection: periosteal elevator 3mm curved blade-straight edge was received at us cq. Upon visual inspection at cq, it is observed that the tip of the device was deformed. The blade was loose with the handle and shaking. Device failure/ defect found? Yes dimensional inspection: dimensional inspection cannot be performed due to post manufacturing damage. Document/specification review: the following drawings were reviewed during the investigation: -periosteal elevator 3mm curved blade ¿ straight edge -blade straight edge -handle no design issues or discrepancies were noted during the investigation. Complaint confirmed? Yes but the reported broken condition cannot be confirmed. Investigation conclusion: a visual inspection, and document/specification review were performed as part of this investigation. The complaint is being confirmed but the reported broken condition cannot be confirmed. While a definitive root cause could not be identified, it is possible that the device might have encountered unintended forces. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that periosteal elevator 3 mm curved blade-straight edge is broken. No other information has been provided. This report is for one (1) periosteal elevator 3 mm curved blade-straight edge this is report 1 of 1 for complaint (B)(4).